Manufacturer narrative:
UDI # : (B)(4). It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a communication error occurred during the case due to a known anomaly.

Event description:
A communication error occurred after driving to a trajectory. The surgeon attempted to move the arm while it was still locked.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A communication error occurred after driving to a trajectory. The surgeon attempted to move the arm while it was still locked.